Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the radical-7 handheld lose all user settings (more than once) and then resets to default. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During the evaluation it was found that the user settings continue to remain saved when an unexpected shutdown of the unit was induced. It was also found that the radical-7 display shuts down within a few seconds (screen blank) and 10 beeps are heard. With this condition, the device was unable to operate for more than a few seconds. The unit was able to read measurements correctly, but because of the 10 beeps the device would not stay powered on. The known ten (10) beeps anomaly was observed due to a defective instrument board. A service history record review indicates that no prior events related to this failure mode have been reported against this unit.